Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma. Lymphadenopathy, and rupture.

Event description:
Healthcare professional reported left side ¿intracapsular rupture¿, ¿implant folding¿, ¿ganglion adenopathies¿, and ¿periprosthetic liquid." Device has been explanted.

Event description:
Upon review, the affected side is the right side and there are no signs of intra- or extracapsular rupture. Capsular contracture baker grade unknown was additionally reported.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device photo analysis: visual analysis of the photographs identified: seroma: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Crease/folding of implant: creases observed on the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.